Manufacturer narrative:
Visual findings found scratches on the alarm case and a rattling like sound coming from inside the alarm when the device is moved. The unit has power when in use with batteries however does not sound when in use with a sensor or magnet due to a faulty speaker. Based on the age of the device and the signs of usage, the likely cause is expected normal wear and tear. At this time there is no evidence that a manufacturing nonconformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, if the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a functioning alarm and or sensor pad. Do not use the alarm or magnet if alarm does not activate each time magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm is not in working condition. Testing found the alarm has power but no sound. The date the issue was discovered is unknown and no patient injury was reported.